Manufacturer narrative:
H11: updated based on the results of the investigation for pulmonary embolism. Investigation summary: pulmonary embolism: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The user facility reported that a patient had an impella rp flex placed in the groin for mechanical circulatory support and was told by the medical doctor that the patient had a bleed in that groin and the device was removed. The patient was anticoagulated due to pulmonary embolism. Target activated clotting time was maintained throughout support. The patient had a history of deep vein thrombosis. The patient was stable and ready for the device to be removed. Closure was successful with purse string suture and manual pressure. The patient had received two or more units of blood throughout the day as a result but was never hypotensive or required oxygen. Additional information was received. The impella rp flex was in the left femoral vein. The bleed was noted on computed tomography scan to be coming from the right femoral artery. The impella rp flex was removed because the patients heart had recovered enough and they wanted to stop the heparin infusion associated with the pump. Hemostasis was achieved at the left femoral vein impella rp flex access site. The patient also had systemic alteplase given to her for pulmonary embolism which complicates her course. Nether the interventional cardiologist and the intensivist medical doctor believe the impella had any cause in patients bleed. The pump was discarded after removal.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 added additional health effect codes that were omitted from the initial report codes, but were included in the initial report summary from b5.

Event description:
Clinical rationale: a 75 year old male with an acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai stage d) underwent placement of an impella rp flex via the left femoral vein. During support, the patient developed a retroperitoneal (rp) bleed originating from the right femoral artery, as confirmed by CT scan. The impella rp flex, positioned in the left femoral vein, was removed once the patient¿s cardiac function had recovered and to allow discontinuation of the heparin infusion associated with device support. Hemostasis at the impella venous access site was successfully achieved using a purse string suture and manual pressure, and no bleeding was reported from the left venous access site. The patient required (B)(4) or more units of blood during the day due to the arterial rp bleed but remained hemodynamically stable. The right sided arterial bleed could not be surgically repaired due to the patient¿s condition, and care was subsequently withdrawn. The clinical course was further complicated by administration of systemic alteplase for treatment of a pulmonary embolism. Both the interventional cardiologist and intensivist managing the case stated they did not believe the impella device contributed to the arterial bleed. Based on available information, clinical contributors¿including anticoagulation, systemic alteplase administration, and lack of surgical candidacy¿more plausibly explain the bleeding event. The device was removed due to completion of therapy and not due to a device related malfunction. The pump was discarded following removal. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks